Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the partial lead was returned to the manufacturer in segments, analyzed and tested out of specification. The proximal conductor was fractured. All conductors were stretched. The outer insulation had a white substance on it and cosmetic depression; the lead was stretched.

Event description:
It was reported that the right atrial lead had a confirmed fracture on a chest x-ray, and high impedance readings. The lead was partially removed (the electrodes were left in situ), and replaced with a new lead. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.